Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that there was a blockage in the tip of the j tubing due to food fiber. The device with bezoar was replaced.